Event description:
It was reported that customer experienced issue where pump battery did not fully charge. There was no reported impact to the customer¿s blood glucose level. Using different supplies resolved the issue. Charging supplies used to resolve the issue are non-tandem wall adapter and tandem charging cable. Pump began charging. Cts to send replacement tandem charging cable and tandem wall adapter via two-day shipping. No further assistance required.